Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected and tested for leaks. Wear at a fold in the middle and proximal end of each cylinder was noted; however, no leaks were identified. The pump was visually inspected, and leaks tested. Visual evaluation identified that the kink resistant tubing (krt) was worn to the filament, and additionally, the outer layer of pump bulb was worn from wear. No leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observations of device not working properly and a crack in the connecting tube could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was noted. Cylinders and pump were removed and replaced; the existing reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was noted. Cylinders and pump were removed and replaced; the existing reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.